Manufacturer narrative:
Based on the current information provided, the root cause of the reported complication is unknown. There was no report or allegation from the customer of a deficiency of the ion system, instrumentation or accessories associated with the reported incident. Therefore, there are no products expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. The system logs were reviewed for the ion system en0082 on the procedure date of (B)(6) 2021 by an isi senior failure analysis engineer: no relevant errors were observed during this procedure. No image or video was provided for review. Based on the information provided, this event is being reported due to the following conclusion: after undergoing an ion endoluminal lung biopsy procedure, the patient was found to have sustained a pneumothorax which required the patient to be hospitalized with a chest tube placed. The cause of the procedural complication is unknown although there is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure and sustained a pneumothorax which required the patient to be hospitalized with a chest tube placed. Intuitive surgical inc, (isi) contacted the physician of this procedure and additional information was obtained about the complaint: the pneumothorax was noticed via chest x-ray after the ion procedure was completed. The physician reported that the flexision biopsy needle they used during the procedure caused or contributed to the pneumothorax because it was close to the pleura. It is unknown what size flexision biopsy needle was used during this event. The physician reported that they believe this event would have likely occurred via another biopsy modality and that no ion product malfunction occurred. The physician reported that the pneumothorax was moderate in size, and did not grow in size. The patient was never considered unstable, and had no symptoms. The physician indicated that the patient was already hospitalized when the pneumothorax was discovered. The patient¿s length of stay at the hospital is unknown. The physician placed the chest tube to resolve the pneumothorax and the patient has since had the chest tube removed and is doing well.